Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that spo2 dropped below the desat limit but the monitor did not alarm. The attending nurse noticed the spo2 level and took care of the patient.

Manufacturer narrative:
H3 and h6: the reported problem was investigated via remote support who established that the incident took place on 04-jan-2019. According to the nurse, at 3 pm (bed# 312), the patients spo2 dropped to 34% but the monitor did not alarm. The lower alarm limit was set but no alarm was sent to the central station when the spo2 level dropped. The attending nurse noticed the spo2 level and took action. The biomed reported that he talked to the nurse manager in the ICU and identified the module in question. The device is in the biomed department and will not be returned to service until it was thoroughly checked and certified for use by the biomeds. The nurse replaced the m3001a multimeasurement server (mms) with an available replacement device. Based on the information available the exact cause for the reported issue could not be established. A remote clinical application specialist assisted with the alarm question and explained config mode, spo2 limits and delay time settings to the staff. The device in question (produced in 2006) was replaced with a new ms_x1 12ld w p/t eng hwa/b > hwc new (453564380671), even though a product malfunction could not be confirmed or reproduced. Due to the fact that no log files were not available for further investigation, the contribution of the device can not be confirmed or definitely ruled out. Th exact cause for the reported issue could not be established. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.